Event description:
The manufacturer received information from a customer alleging an issue with a software update occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The customer states during a software update to version 1.06.15 error codes in relation to (soft power failure and hard power failure) were recorded in the device event log and that all the settings were gone, the device alarmed and a red screen occurred. The device is currently under investigation. If any additional information is received, a follow-up report will be filed.